Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call replace battery now alarm and failed battery test on the insulin pump. Customer¿s blood glucose level was 108 mg/dl. Troubleshooting for the failed battery test alarm was performed. Customer advised they replaced the battery on the device and the insulin pump would not read the battery. Troubleshooting for replace battery now alarm was performed. Customer advised this was the second occurrence of the alarm and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump was not returned for analysis.